Manufacturer narrative:
The batch reports review was performed and no non-conformances detected. The batch reported to be produced in accordance with the procedure and specification. We are expecting a receive and inspect the actual device. Supplemental report with the inspection results and conclusions will be submitted after the inspection of the actual complaint device.

Event description:
When resident attempted to remove the wound drain, it snapped leaving the remainder of the drain in patient. Broken part of drain was successfully removed from patient.